Manufacturer narrative:
Additional information provided. The product was not returned for analysis. A photo and video were returned showing implanted iol. There appears to be a dark line/mark present on the optic. The exact location of the line/mark cannot be confirmed without the evaluation of the physical product. Based on our observation of the attached photo, there appears to be dark marks/lines present on the optic. The exact location of the line/mark cannot be confirmed without the evaluation of the physical product. A definitive determination of damage cannot be made without the evaluation of the physical product. The product was subject to handling and the reported damage was highlighted post implantation. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed dark marks/lines would not meet our current release criteria. A final root cause cannot be determined based on available information. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) is cracked. It is implanted and there is no reported patient impact. Additional information is requested.